Event description:
Allegedly the patient was incised and cleaned due to possible infection in the left knee.

Manufacturer narrative:
This is the same event as 3010536692-2015-00463, -00464, -00466, -00467, -00468, -00469, -00470. This report will be updated when investigation is complete. Trends will be evaluated.